Event description:
An event involving primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inches reported that the clave and the air vent's tip would drip and the air vent wasn't even open. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending.

Manufacturer narrative:
Received one photo of the set. There was leakage observed coming from the filter vent. The complaint of leakage can be confirmed. The probable root cause could not be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.